Manufacturer narrative:
Additional information d4: product details provided.

Event description:
No new information.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the consistency of the vertaplex bone cement was incorrect and the cement leaked. It was further reported that the patient suffered immediate pain following the operation and later suffered a t8 fracture. The patient underwent a further operation, but did not resolve the pain. It was reported that the patient's pain persists and is considered permanent, and surgical treatment to remove the cement is too high risk to be considered.